Event description:
Nurse reported to our sales rep that during the procedure, it was observed that it was not possible for the surgeon to implant the distal screw. Further reported, it was observed that the carbonball was bent as the drill is not oriented toward the centric point of the distal holes.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.